Manufacturer narrative:
Based on the results of the investigation, the root cause of the lamp error was not determined. Olympus will continue to monitor field performance for this device

Event description:
It was observed during the device investigation that the subject device exhibited a lamp a error. There was no patient involvement.